Event description:
At the gmrs surgery, the surgeon tried to insert the gmrs press fit stem into the canal with stem inserter/extractor, however the press fit stem could not be inserted into the canal after it was inserted middle of its length. The surgeon extracted the press fit stem by hitting the stem inserter/extractor. Then the surgeon reamed the canal and tried to insert the press fit stem but it could not be inserted. While the surgeon tried to extract the press fit stem by hitting the stem inserter/extractor, the tip of the inserter/extractor was broken in the thread of the press fit stem. The surgeon used the cement stem to complete the surgery.

Manufacturer narrative:
An event regarding press fit stem that could not be inserted into the canal after it was inserted middle of its length involving a gmrs stem was reported. The event was not confirmed. Method & results: device evaluation and results: it was noted that there is white matter on the tip of the device. The white matter is most likely cortical bone from the canal. Damage was noted under the shoulder of the stem consistent with removal of the device with an instrument. Dimensional inspection of the distal diameter indicated the device is within manufacturing/design specification. Medical records received and evaluation: not performed as medical records were not provided for evaluation. Device history review: review of device history records indicates the lot was manufactured and accepted into final stock free of discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined as the results of the performed dimensional inspection indicate the device is within manufacturing/design specification. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
At the gmrs surgery, the surgeon tried to insert the gmrs press fit stem into the canal with stem inserter/extractor, however the press fit stem could not be inserted into the canal after it was inserted middle of its length. The surgeon extracted the press fit stem by hitting the stem inserter/extractor. Then the surgeon reamed the canal and tried to insert the press fit stem but it could not be inserted. While the surgeon tried to extract the press fit stem by hitting the stem inserter/extractor, the tip of the inserter/extractor was broken in the thread of the press fit stem. The surgeon used the cement stem to complete the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.